Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review, device history record review. Results: (evaluation result): per medical review: reportedly, visian icl (13.2 mm) was explanted/exchanged two months postoperatively for a shorter length icl (12.6 mm) to address vaulting and subsequent elevated iop and intermittent angle closure. Two days prior to lens exchange the surgeon performed another iridotomy. According to report from the facility, dated on (B)(6) 2015, elevated iop persisted despite intervention and the surgeon was planning to explant/exchange icl (12.6 mm) for a shorter icl (12.1 mm). No further information was received to date. Based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. No root cause is determined. Additional information has been requested from the customer, however, none has been forthcoming. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Event date: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient was brought back to surgery due to elevated intraocular pressure and had a secondary procedure to create a new peripheral iridotomy built it was not successful. The lens was explanted on (B)(6) 2015 due to elevated intraocular pressure and intermittent angle closure. The lens was exchanged for a shorter lens (12.6mm) but the problem was not resolved. The patient is still having issues with elevated intraocular pressure and the plan is to explant the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.